Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On approximately on (B)(6) 2025, the patient reported receiving low cgm values all day, which were different from her bg meter readings. However, no specific cgm or bg meter values were provided. The patient said during this time, she was at costco and hit her head on a rack. She then went to the emergency room. At the ER, the doctor advised the patient to rely on her bg meter for bg monitoring. However, the patient did not provide any further information regarding the event. There was no information about what medication or treatment the patient may have received. It was also not mentioned how long the patient was in the ER prior to discharge. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.